Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. During revision, a small hole was identified in one of the cylinders, most likely caused by a needle puncture, along with associated fluid loss. The pump stayed flat and air presence was also noticed. As a result, the device was explanted and replaced. No patient complications were reported.